Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) is not retracting the power cord due to faulty spring.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue and during testing of ac reel, the stm observed the failure, assembly reel jammed, cleared out jam and observed reel would not retract ac power cord. Could not repair ac reel assembly. The stm ordered the replacement part, ac power cord reel and return to install on (B)(6) 2021. The stm installed ac reel assembly and corrected failure. Unit passed all functional and safety tests per factory specifications, iabp was returned to customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.